Manufacturer narrative:
(B)(4). Although requested, the event logs for the pc unit have not been received. A follow up report will be submitted with investigation results should the event logs be received for evaluation.

Event description:
The customer reported a pediatric patient was receiving prostaglandin therapy, when the rn checked the infusion, the infusion was off. The infusion was restarted without incident. The customer requested an event log review to determine how long an infusion had been off and if the infusion was turned off or spontaneously stopped. There was no patient harm reported or medical intervention required. Although requested, no additional patient or event details were provided by the customer.